Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 27-year-old female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since 2015, menstrual cycle abnormal, irregular periods, menometrorrhagia, dysfunctional uterine bleeding, bacterial vaginosis, cyst of bartholin's gland, herpes infection and tv trichomonas vaginalis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), allergy to metals ("allergic or hypersensitivity reaction type: nickel within the metal coils"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 28 days after insertion of essure. On an unknown date, the patient experienced arthralgia ("other injury(ies) or complication (s): pain in front of both hips,bilateral hip pain"), abdominal pain lower ("bad cramping") and ovarian cyst ("now a cyst on my right ovary"). The patient was treated with surgery (myosure and novasure ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, female sexual dysfunction, arthralgia, abdominal pain lower and ovarian cyst outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, dyspareunia, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: it was placed right and there wasn't no breakage of the essure.. Ultrasound scan vagina - on an unknown date: everything was a success and it looks good. Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet and mr received medically confirmed, new reporter, patient demographic, lab data, patient concomitant conditions, event abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel within the metal coils, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse) and other injury(ies) or complication (s): pain in front of both hips/bad cramping and now a cyst on my right ovary were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 27-year-old female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "incorrect placement on right side". The patient's concurrent conditions included anxiety since 2015, menstrual cycle abnormal, irregular periods, menometrorrhagia, dysfunctional uterine bleeding, bacterial vaginosis, cyst of bartholin's gland, herpes infection and tv trichomonas vaginalis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), allergy to metals ("allergic or hypersensitivity reaction type: nickel within the metal coils"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced arthralgia ("other injury(ies) or complication (s): pain in front of both hips,bilateral hip pain"), abdominal pain lower ("bad cramping") and ovarian cyst ("now a cyst on my right ovary"). The patient was treated with surgery (myosure and novasure ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, female sexual dysfunction, arthralgia, abdominal pain lower and ovarian cyst outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, dyspareunia, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Patient received treatment for dyspareunia (painful sexual intercourse), apareunia, menorrhagia, allergy to metal, arthralgia, abdominal pain lower. One of coil was left behind after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-jul-2015: it was placed right and there wasn't no breakage of the essure. Ultrasound scan vagina - on an unknown date: everything was a success and it looks good.. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- incorrect placement on right side. Rcc and reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and device dislocation ('migrated to my peritoneal cavity') in a 27-year-old female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "incorrect placement on right side". The patient's concurrent conditions included anxiety since 2015, menstrual cycle abnormal, irregular periods, menometrorrhagia, dysfunctional uterine bleeding, bacterial vaginosis, cyst of bartholin's gland, herpes infection and tv trichomonas vaginalis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), allergy to metals ("allergic or hypersensitivity reaction type: nickel within the metal coils"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("other injury(ies) or complication (s): pain in front of both hips,bilateral hip pain"), abdominal pain lower ("bad cramping") and ovarian cyst ("now a cyst on my right ovary"). The patient was treated with surgery (myosure and novasure ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, device dislocation, vaginal haemorrhage, allergy to metals, female sexual dysfunction, arthralgia, abdominal pain lower and ovarian cyst outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Patient received treatment for dyspareunia (painful sexual intercourse), apareunia, menorrhagia, allergy to metal, arthralgia, abdominal pain lower. One of coil was left behind after hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: it was placed right and there wasn't no breakage of the essure. Ultrasound scan vagina - on an unknown date: everything was a success and it looks good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and device dislocation ('migrated to my peritoneal cavity') in a 27-year-old female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "incorrect placement on right side." The patient's concurrent conditions included anxiety since 2015, menstrual cycle abnormal, irregular periods, menometrorrhagia, dysfunctional uterine bleeding, bacterial vaginosis, cyst of bartholin's gland, herpes infection and tv trichomonas vaginalis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), allergy to metals ("allergic or hypersensitivity reaction type: nickel within the metal coils"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),") 1 month 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("other injury(ies) or complication (s): pain in front of both hips,bilateral hip pain"), abdominal pain lower ("bad cramping") and ovarian cyst ("now a cyst on my right ovary"). The patient was treated with surgery (myosure and novasure ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, device dislocation, vaginal haemorrhage, allergy to metals, female sexual dysfunction, arthralgia, abdominal pain lower and ovarian cyst outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Patient received treatment for dyspareunia (painful sexual intercourse), apareunia, menorrhagia, allergy to metal, arthralgia, abdominal pain lower. One of coil was left behind after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: it was placed right and there wasn't no breakage of the essure. Ultrasound scan vagina - on an unknown date: everything was a success and it looks good. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event migrated to my peritoneal cavity was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.